Event description:
The customer reported that the system displayed a precharge error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. System operates as intended.